Event description:
The patient was in the hospital and going through withdrawal. Symptoms included severe spasms and seizures. The patient had a history of seizures as well. The pump¿s end of service (eos) occurred on (B)(6) 2014. Review of the logs with the 8840 programmer revealed the following messages: terminal event has occurred in the pump, eos occurred, the elective replacement indicator (eri) occurred, the stopped pump period may exceed tube set, and schedule to replace the pump by (B)(6) 2014. The pump contained lioresal. Additional information was requested regarding whether end of service was expected or premature. Patient outcome was also requested. Should additional information be received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8709, lot # j0056643r, implanted: (B)(6) 2001, product type catheter. (B)(4).